Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient¿s device was interrogated, high pacing impedance alert was noted on the right atrial (ra) lead. The lead was capped and replaced on 30 (B)(6) 2020. The patient was stable.